Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid was leaking from the second stay safe connector on the patient line. The contact stated it was just a few drops but that it was continuing to leak a few drops of fluid at a time. The contact was advised to cancel treatment and re-setup with all new supplies. The patient was cycle-based therapy so once the patient drained in drain 0, the contact was advised to bypass to fill 2. Fluid was discovered during dwell 1 of 5 of treatment. The patient was connected during the incident. There were no alarms or warnings prior to the leak. The contact was assisted with re-setting up and bypassing to fill 2. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated fluid was found leaking from the second stary safe connector on the patient line during dwell 1 of 5 of treatment. The pdrn stated it was unknown how the leak may have occurred. The patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported events. The patient was trained on continuous ambulatory peritoneal dialysis (capd) therapy and was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The pdrn stated the cycler set was discarded and was no longer available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid was leaking from the second stay safe connector on the patient line. The contact stated it was just a few drops but that it was continuing to leak a few drops of fluid at a time. The contact was advised to cancel treatment and re-setup with all new supplies. The patient was cycle-based therapy so once the patient drained in drain 0, the contact was advised to bypass to fill 2. Fluid was discovered during dwell 1 of 5 of treatment. The patient was connected during the incident. There were no alarms or warnings prior to the leak. The contact was assisted with re-setting up and bypassing to fill 2. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated fluid was found leaking from the second stary safe connector on the patient line during dwell 1 of 5 of treatment. The pdrn stated it was unknown how the leak may have occurred. The patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported events. The patient was trained on continuous ambulatory peritoneal dialysis (capd) therapy and was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The pdrn stated the cycler set was discarded and was no longer available to be returned to the manufacturer for physical evaluation.